Event description:
It was reported that the patient presented to the emergency department with chest pain. There were episodes of atrial tachycardia (at)/ atrial fibrillation (af) which showed in the counters, but there was none listed in the event list and no electrogram available to review. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.